Event description:
Additional information was received from the patient. The patient stated that they had notified their healthcare professional regarding the poor communication, urinary retention, and therapy stopped working. The patient had an appointment to meet with the healthcare professional on (B)(6) 2016. The poor communication, urinary retention, and therapy stopped working were unresolved at the time of report.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that her therapy recently stopped working. She still has to catheterize. It was also reported that there was a poor communication screen on the patient programmer. On the day of this call, patient was instructed to unplug the antenna and place patient programmer (pp) over the implantable neurostimulator (ins) but issue did not resolve. It was indicated she has an appointment with healthcare provider (hcp) on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.